Event description:
Per cs notes: initial statement was ¿welds have come apart¿. Part ordering is (B)(4) which is welds on either end of arm base where clothing guard sits. Customer did not remain on the line to provide further details to cscs team.